Event description:
The device was received for service. During service testing, depleted batteries were found. Accordingo to the hospital representative, there was no patient injury or medical intervention reported.